Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading ranged from 156 to 496 mg/dl. The customer treated with manual injections. The customer performed troubleshooting and did not find any problems. The customer reported a past no delivery alarm. The customer's infusion set was replaced. The insulin pump was not returned for analysis.